Event description:
It was reported by service report that the scale was unable to zero or read weight. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: faulty foot left load cell.